Event description:
A customer reported a soft eye during a vitreoretinal procedure. The customer was using the intraocular pressure (iop) control setting, a valved cannula, and a preset setting of 35 mmhg. The display was showing the preset setting at 10 mmhg. The customer received an error message and tried to troubleshoot the system. After a significant delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).